Manufacturer narrative:
The device has not been returned/received. If the device is received, a supplemental report will be submitted with the investigation results. It was noted that the pod fell off causing the cannula to dislodge from the site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's blood glucose level reached 17.5 mmol/l (315 mg/dl). The pod was worn between 37 and 48 hours on the leg. It was noted that the pod fell off causing the cannula to dislodge from the site. Hyperglycemia treated with a new pod.

Manufacturer narrative:
No damages or deficiencies were observed that would contribute to the reported dislodged cannula. The cause of the reported dislodged cannula could not be determined. The adhesive pad and welds were inspected, and no abnormalities were found. Although the investigation found no evidence of any damage, the reported adhesive issue could not be determined.